Event description:
It was reported that the patient had a progressive drop in flows and frequent low flow alarms more often with position changes. The patient was admitted due to heart failure exacerbation. There was concern for an outflow graft obstruction. Flows were in 4.7-5 range and were currently in 2.4-3 range. Log files were submitted for review and captured low flow events on 22apr2024 and 23 apr2024 along with several low flow flags that did not persist long enough to trigger an alarm. The patient was confirmed to have an extrinsic outflow graft obstruction and the patient underwent stenting on (B)(6) 2024 at some time between 10:30 and 12:45 am. It was noted that patient also had an area of stenosis at the outflow anastomosis to the aorta which was also stented. The patient's ventricular assist device (vad) flows returned to the 5-5.5 range and the patient was doing well. Additional log files were submitted for review and captured low flow alarms on (B)(6) 2024 until 11:30 am after which there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. H6: medical device problem code: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction and stenosis of the outflow graft near the anastomosis to the aorta could not be confirmed as no images were submitted for review and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between (B)(6) and the reported heart failure exacerbation could not conclusively be established. The submitted controller event log file contained events from (B)(6) 2024. Intermittent low flow events were captured throughout the file, with several of these events resulting in transient low flow hazard alarms. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed for the duration of the file. An additional controller event log file submitted on 26apr2024 contained events from (B)(6) 2024. No additional low flow events were captured after the stenting procedure on (B)(6) 2024.the system appeared to be operating as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.